Manufacturer narrative:
Qc was not flagged as out of the customer's established ranges and showed good precision. There was no flag associated with the results. Service was not dispatched for this event. No clear root cause for the event has been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a shift up in free t4 (ft4) qc and patient results when a new lot of calibrator was put into use on unicel dxi 800 access immunoassay analyzer. The results were reported out of the laboratory. Review of the data showed that eight patient results crossed clinical ranges. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.